Event description:
A 26mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 23 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 90 mm. Vessel morphology is unknown. The patient has a history of coronary artery disease, hypertension, coronary artery bypass graft, and diabetes mellitus. It was reported that there was proximal thrombus on a pervious computerized tomography scan. A proximal endoleak was reported during the implant procedure, and was repaired with an aortic cuff. It was also reported that, during the deployment of the cuff, the left external iliac artery was dissected; therefore, a wallstent was implanted to repair the dissection. Final angiogram demonstrated a successful outcome with no proximal endoleak and exclusion of the aneurysm.